Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide cath: 5 fr kimny, stents: xience sierra 3.5 x 28 mm. The 3.5 x 28 mm xience sierra referenced and the 3.5 x 15 mm xience sierra listed are filed under separate medwatch report numbers. The device was returned for analysis. The reported difficult to remove was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling and/or manipulation of devices resulted in the noted multiple bends on the core of the guide wire, the noted multiple bends on the shaping ribbon of the guide wire, the noted multiple kinks and bends sporadically on the entire length of the sds hypotube and the noted sds kinked skive and outer member; thus resulting in the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat lesions located in the left anterior descending artery distal to proximal that were non calcified, non tortuous and 90% stenosed. After the xience sierra 3.5 x 28 mm stent was implanted, the balloon deflated properly. There was resistance felt during removal of the stent delivery system (sds) into the guiding catheter. When the sds was removed from the patient, it was observed that the balloon did not deflate properly, however, it was confirmed that before removal attempt was made that the balloon was fully deflated. During treatment of the other vessel in the same patient, this same issue happened again with the xience sierra 3.5 x 15mm stent delivery system. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. The patient had a good outcome. The hi-torque balance middleweight universal guide wire was returned frozen inside the xience sierra 3.5 x 28 mm stent delivery system (sds). Follow up confirmed, the guiding catheter, stent delivery system and guide wire were all removed together as a single unit because it was impossible to retrieve the sds into the guiding catheter. No additional information was provided.